Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening during lock line removal. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During lock line removal the clip opened from 20 degrees to 40 degrees. The clip was reclosed and the remaining procedure went as expected. The mr was reduced to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, and a cause for the reported clip opening while removing the lock line could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
N/a